Event description:
It was reported that the device reached recommended replacement time (rrt) in only three years, despite not needing to pace or shock. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed. Time of eri in save to disk on (B)(6) 2011, device eri<=2.62 volt. Daily battery voltage log data shows bat=2.64 to 2.62 volts minimum (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011 02:15:03. The device was returned and analyzed. The device lasted 36% of its expected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. The analyst noted that the device was damaged during the opening of the titanium shield, causing battery leakage, and due to this, was not able to be analyzed further.